Event description:
As reported by the edwards field clinical specialist, following deployment of a 26mm sapien valve the patient experienced a coronary occlusion, an annular hematoma, and ventricular fibrillation (vf). Case summary: tee confirmed a native annular diameter 23mm. The patient had very bulky leaflets on the left and non-coronary cusps, effaced sinus, a left main coronary artery (lmca) to annulus height of 8mm, symmetric left ventricular hypertrophy, extensive mitral annular calcification (mac) with gradient, and severe aortic regurgitation. Balloon aortic valvuloplasty (bav) was performed with a 20 x 4 balloon. Contrast injection confirmed a coronary occlusion. A wire was placed in the lad prior to valve deployment. The valve was positioned and deployed under rapid ventricular pacing (rvp) with a final position of 60:40 aortic. Traction was used on the delivery system during deployment to anchor more in the ventricle. Tee post deployment showed no paravalvular leak (pvl) and global hypokinesis. Angio confirmed slow flow in the lmca, and the apex started to become unstable, so the medical team removed the sheath first before addressing the coronary circulation. The patient then became hypotensive with a systolic bp in the 70's and went into a svt, which degraded to vf. The patient was shocked three times into a wide complex rhythm. Pressors were used for support and a stent was delivered into the lmca. The patient remained stable. Tee confirmed a stable annular hematoma. The patient then became unstable and left ventricular function was decreased by tee. The patient developed vf again and was defibrillated an additional three times. CPR was initiated and coronary intervention was performed. Once the lmca was stented the patient's bp remained stable at 80mmhg systolic. An intraaortic balloon pump (iabp) was placed and the patient was transferred to the ICU for post operative care and bp management. Per report, the coronary occlusion was caused by a low lying left coronary artery. The patient was noted to be stable one day post procedure.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there was no allegation of device malfunction. The imaging from the procedure is not available to edwards for review. Per the instructions for use, coronary obstruction, hematoma and arrhythmias are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient factors which could contribute to a coronary obstruction, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, obliterated coronary sinuses, and thrombus. In addition, procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute. The available literature addressing peri-aortic hematomas following transcatheter aortic valve replacement (tavr) indicate that there are several possible etiologies and potential contributing factors, including the presence of bulky calcification of the non-coronary cusp (ncc), potentially causing calcification to be pushed against the aortic wall during inflation of the balloon; certain anatomic features, including the disparity between the volume of cusp calcium and the volume of the sinus of valsalva; clinical features, including advanced age, female gender and small body weight; deformation of the wall of the aorta during balloon inflation; exacerbation by intra-procedural hypertension immediately following tavr; 'overstretching' of the annulus and/or the aortic root; and size mismatch between the native aortic annulus and transcatheter heart valve diameters. Patients undergoing tavr may be non-operative and/or are extremely high risk and have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are purposely made hypotensive, utilizing extreme tachycardia (by means of rapid ventricular pacing), to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias are very common during the tavr procedure. In some case, rapid pacing can induce ventricular fibrillation. In this case, per report, the coronary occlusion was caused by a low lying left coronary artery. The noted bulky calcification on the left coronary cusp (lcc) and the 60:40 aortic position of the sapien valve may have also contributed. The annular hematoma was likely caused by a combination of anatomical (bulky calcification on the non coronary cusp) and clinical factors (female gender and advanced age). The vf was likely a result of a combination of patient factors (advanced age and a history of cad) and procedural factors (rvp, coronary occlusion, and/or unstable apex). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.